Manufacturer narrative:
Correction: aware date and event date in initial report should be (B)(6) 2018. The interface cable for the imaging system was returned to the manufacturer for analysis. Analysis was unable to confirmed reported problem. The cable passes all testing. It was reported that the j2 connector on cable was missing backshell.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect umbilical cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the interface (umbilical) cable was intermittently establishing communication between the imaging system and viewing station of the imaging system. There was no patient present when this issue was identified. No additional information was provided.